Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the tubing. Pt stated that when he woke up, he found himself disconnected from the cycler and the solution was leaking onto the floor from the end of the pt line. Pt had no adverse effects. Sample is not available for return.